Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2016 that the physician's tablet would not interrogate and an error message stating it was unable to establish communication was seen. A known good wand was tried but didn't resolve the issue. Troubleshooting was performed on a tablet and after switching out the connector cord the tablet worked. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with disconnected wire connection.